Event description:
It was reported that the user frequently selected "more than usual" for meal announcements on the ilet and performed multiple announcements in response to high blood glucose, with a reported value of 263 mg/dl, which contributed to subsequent lows with a reported blood glucose of 49 mg/dl; education was provided to use a single "usual" announcement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included education without hospitalization. Investigation of this case revealed user technique issues related to incorrect meal size selection and multiple announcements while hyperglycemic, leading to overcorrection and hypoglycemia; the device and its components were not reported to malfunction. It was concluded, based on previously established findings for similar reports, that user technique and use error were the likely causes.

Manufacturer narrative:
Initial.